Event description:
The patient contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4 of 4. The technical service representative (tsr) reviewed the therapy log. On (B)(6) 2012 at 22:33, the therapy was completed. The initial drain volume equaled 1628ml. The last fill volume equaled 2498ml. The total fill volume equaled 11993ml. The total drain volume equaled 14297ml. The average dwell time equaled 1:26. The average drain time equaled 0:41. The total ultrafiltration (uf) equaled 2303ml. The cycle 4 uf equaled 3132ml. The cycle 3 uf equaled 2264ml. The cycle 2 uf equaled 2708ml. The cycle 1 uf equaled -1273ml. There were 3 bypasses and 0 manual drains. The programmed therapy was continuous cycling peritoneal dialysis with a total volume of 14500ml, a total time of 10:00, a fill volume of 3000ml, a last fill volume of 2500ml, a dextrose setting of same, and the patient weight set to (B)(6). The patient was using one 4.25% solution bag and two 2.5% solution bags. After reviewing the therapy log, the patient stated that he bypassed a low drain volume alarm in both cycle 1 and cycle 3. The patient stated that he was not sure what to do when the hc alarmed. The tsr reviewed proper troubleshooting for a low drain volume alarm. The tsr advised the patient to call for troubleshooting assistance rather than bypassing the alarm. The patient stated that he understood why the high drain occurred and stated that the high drain was due to his error in bypassing. The patient stated that he had no physical symptoms of iipv. The patient would notify his peritoneal dialysis registered nurse (pd rn). The patient proceeded to set up the hc for therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported events. The rn stated she was aware of the events and that the patient informed both her and the doctor. The rn stated, she informed the patient if this ever happened again to perform a manual exchange to remove the fluid and to call baxter. Product surveillance informed the rn that the patient reportedly bypassed a low drain volume alarm in 1st and 3rd cycles. The rn was not aware of this. The rn stated that the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of an increased intra-peritoneal volume (iipv) was confirmed, based on the information gathered during baxter's investigation. The root cause of the iipv was insufficient drain due to use error of an inappropriate bypass of a low drain volume alarm. A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. The label review found the labeling adequate for the prevention of the use error in this report. This issue is being investigated through CAPA.